Event description:
The customer reported that the 840 ventilator lost communications. The malfunction did not occur during pt use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) graphic user interface (gui) cable and power supply. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).